Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose. Customer blood glucose value at the time of incidence 54mg/dl and current value was 140mg/dl. Customer also reported that they did receive a change sensor alert. The customer was treated with food. The device will not be returned for analysis.